Event description:
It was reported the patient was not getting therapeutic relief and a catheter revision was planned after the inability to aspirate from the catheter. The patient did not feel like the pump was working as well as the previous pumps and the healthcare provider questioned possible under-infusion. The logs appeared appropriate and initially a catheter study was done on (B)(6) 2012 and "it looked good" as catheter was found to be patent. The patient had 3 dose increases since his the last refill. Last refill was likely on (B)(6) 2012, reporter was unsure. The volumes were also checked at the last refill and the discrepancy was within specification (expected 3.6ml, actual 4.0ml). It was later reported that a catheter dye study was performed on (B)(6) 2012 and the provider was unable to withdrawal any fluid via the catheter access port (cap). The procedure was aborted. The patient was to be scheduled for a catheter revision. The patient was being managed with oral medication as of (B)(6) 2012. The medications in the pump were morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient had "full-blown withdrawal". A catheter revision and pump exchange was performed. There was no injury and the patient recovered without sequelae.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the distal segment of the catheter found black foreign material occluding dispensing holes. Final analysis of the proximal segment of the catheter found a non-significant indent in the seal which did not affect infusion.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6)-2011, product type accessory, (B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter.